Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of 288 pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw partially out of the tube. Therefore, the sample could not be tested. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw was bent. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The damage to the bottom jaw appears to have occurred during use since only 1 clip was remaining. The jaw would have fallen off if it was continually fired when loose from the channel. Therefore, 14 clips could not have fired from the device with the bottom jaw being damaged. Reference file pic_anp1900059872 for investigation photos. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. The sample was returned with the bottom jaw partially out of the tube due to being bent. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The damage to the bottom jaw appears to have occurred during use since only 1 clip was remaining. The jaw would have fallen off if it was continually fired when loose from the channel. Therefore, 14 clips could not have fired from the device with the bottom jaw being damaged. Functional testing could not be performed based on the condition of the returned device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.